Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller said the ins is coming out of the patient's incision because it never healed since implant and the managing hcp tried putting new stitches in, but it is still coming out. No further complications were reported.